Event description:
Bard medical lubri-sil i.c. Complete care temperature sensing foley catheter became contaminated with fecal material during the case. When removing the soiled foley catheter to be exchanged, the balloon would not fully deflate. Three attempts with 3 different syringes were made with only 6 mls of the original 10 mls of nss being able to be removed. The surgeon was paged and had the staff cut the catheter at the port site where the syringe attaches, however only one add'l ml of fluid was able to be removed. At this point, catheter removal was attempted with easy removal of the catheter; however, it was also noted by the staff that the balloon had still not been fully deflated. A new urinary catheter was placed without difficulty.